Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.

Event description:
Knee seems to freeze up [joint crepitation]. Knee pain [arthralgia]. Right knee swelling [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report received on 16-oct-2008 from a (B)(6) female consumer with a relevant medical history for osteoarthritis, initials c-a, experienced knee pain and stated that after the first injection her knee seemed "to freeze up" after starting synvisc. The pt received a set of three injections about 3.5 years ago and a set of three injections about a year ago. After the first injection her knee seemed to "freeze up" and she had unbearable pain for several days. The pt stated that after the second and third injections she had a little less pain, but that her knee would not feel back to normal until after about six weeks. She iced her knee often during the three week injection period. At the time of this report the outcome was unknown. (B)(6). Additional info was received on 16-apr-2009 from the consumer who reported that on unspecified dates in 2005 and 2007 she experienced slight swelling in her right knee after the second and first synvisc injections of a series respectively. The swelling resolved and she received all three synvisc injections for both series of synvisc injections. Additional info was received on 20-jul-2009 from the health care provider who confirmed the pt had a history of moderate osteoarthritis for two years. He updated the medical history to include previous treatment with nsaids, previous treatment with steroids, previous treatment with synvisc where the pt had similar symptoms as reported in this case but not as severe, joint narrowing and osteophytes; there was no prior effusion. The hcp confirmed the pt received one synvisc injection in her right knee on (B)(6) 2008 and effusion was not collected before the injection. The hcp confirmed the pt's knee seemed to freeze up and right knee swelling with an onset date of (B)(6) 2009 and an offset date of (B)(6) 2008. The hcp confirmed the pt's knee pain with an onset date of (B)(6) 2009 and an offset date of (B)(6) 2009. All events were moderate in intensity and had a probable relationship to the synvisc injection. Treatment for the pt's symptoms included feldene (po prn) followed with aspiration and a cortisone injection on (B)(6) 2008. On (B)(6) 2008, 20 ml of exudate was collected after the last synvisc treatment. No analysis was completed and no lab results were available. There were no concomitant medications during synvisc treatment and synvisc was the possible precipitating event of the symptoms experienced by the pt. The lot number was unknown. At the time of this report the pt was recovered. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.